Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer reported a pump error 43. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked middle (enter) keypad button, scratched case. The device passed displacement, rewind, basic occlusion, occlusion, and self tests; it failed prime/seating, and force sensor tests. The device stopped loading with a weight of only 0.75 lbs during the prime/seating test. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any pump error 43 that may have occurred around the event date. The adapt tool in combination with the device's insulin pump history file confirm that 20 pump error 43 occurred on (B)(6) 2021 from 10:00 to 18:18. The case was cut open. After visual inspection, the home motor switch is corroded. There are signs of previous moisture presence all along the top of the motor as well. In summary, the customer¿s report of a pump error 43 was confirmed by the device's history file. The pump error 43 and the prime/fill anomaly is due to a corroded home motor switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm after doing a bolus. Customer stated they were able to clear the alarm and they were unable to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis